Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device would not power up. When the device was tested with a new main pcb assembly, proper device operation was observed through functional and performance testing. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a physio-control service representative that the customer's device could not be powered on. After a new battery was installed in the device, it would still not power up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the main pcb assembly caused the device not to power on and drained the battery at a rate of 170 ma to 0,2186 v. The device's internal case showed that an impact had occurred. The device's main pcb assembly was then evaluated. Physio-control determined that the cause of the reported failure was due to a field effect transistor, designator q2 on the main pcb assembly being impacted, causing leg 3 (source) to break at the part base. This caused the main pcb not to power on; the main pcb assembly did drain the battery at 170 ma. The customer declined repair of the device and authorized physio-control to dispose of the device.